Event description:
Reportedly, when the subject guidewire was advanced in a retrograde manner to treat moderately calcified cto lesion at prox. Rca, guide wire tip got trapped inside mid section of rca. This trapped guide wire was left there while finishing the procedure with other devices. After the procedure, other guide wires, micro catheter and guide catheter were used to retrieve the trapped guide wire, but the subject guide wire was left inside because the coil was unraveled. The coil was coming out from sheath. Using a snare device in order to put back guide catheter, physician rotated the catheter to break the guide wire in order to be able to take it out. Guide wire broke and it was taken out, but a portion of the guide wire was left inside. The broken fragment was left in the anatomy at the physician's discretion. No advance event is reported thereafter.

Manufacturer narrative:
Guidewire shaft with elongated coil and a separated coil wire were returned to manufacturer. Core wire was found to be broken at 5mm from tip end. Sem observation revealed the trace of clockwise rotation at the adjacent to the breakage site, while the breakage surface also suggested trace of bending force. Coil was elongated and locally twisted to be broken, total length of returned coil was estimated t obe 106mm, tip 44mm was missing. Lot history review could not be conducted since no lot information was available. There is no indication of a product deficiency, however, since all the shipped products are inspected in the production process for meeting the product specifications and release criteria. With the obtained information and outcomes of investigation of returned guidewire, it is presumed the guidewire distal end might be caught in the vessel and the free movement of the distal end was restricted, where rotational and push-pull manipulation might be given to the guidewire for bail out, the core was broken apart due to the force exceeding the product design limit. Along with removal of the guidewire, the coil was elongated and broken apart.